Event description:
The customer contacted baxter's service center for troubleshooting a low drain volume alarm (ldv) , which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated that while they were troubleshooting the alarm, they attached a patient line extension to the set. The technical service representative (tsr) explained why the hp should never attach a patient line extension after the prime cycle and then advised the hp to end therapy and start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was made aware that the home patient (hp) attached a patient extension line during therapy to resolve a low drain volume alarm. The rn stated they would speak to the hp for retraining purposes. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) was confirmed and the cause was due to the use error described by the patient. The patient connected the patient line extension after priming the disposable set. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.